Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The following signal acquisition issues were attributed to complications with the patient anatomy and gaining appropriate positioning.

Event description:
The cardiomems sensor was not successful. The patient's chest circumference was 55 inches, which is within the recommend size for implant. Angiography showed abnormal vasculature below the medial bifurcation of the left pulmonary artery. Landing zone at balloon wedge position and confirmed size was adequate at 8-10mm. Prior to deployment the connectivity between the hospital electronic unit antenna was checked. Despite all the trouble shooting no signal capture was obtained an the implant was aborted. It was determined the unsuccessful implant was due to the patient's body type and lack of suitable vessels within a detectable range.